Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise that was being oversensed however, there was no pacing inhibition. Isometrics was performed and the noise could be reproduced. Subsequently, the device was explanted and the rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.